Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced lead migration. The lead migration was confirmed by fluoroscopy. Due to this issue, the patient underwent surgical intervention in which the lead was explanted and replaced. During the procedure the lead was cut (manufacturer report reference number: 1627487-2020-21949). Effective therapy was established post operation.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.